Event description:
It was reported that during a da vinci sigmoid colectomy procedure, the small grasping retractor broke. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient. Intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint and verified that the cable was broken on the instrument.

Manufacturer narrative:
Isi has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The instrument pitch down cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damages or wear marks. No other damages were found on the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction of broken cable found during failure analysis, if to recur could cause or contribute to an adverse event.